Manufacturer narrative:
Update to b4, b5, g3, g6, h2, and h10 to reflect additional information received. Investigation is ongoing.

Event description:
As reported by our affiliates in germany, during the placement of the 29mm sapien 3 valve, in aortic position by transfemoral approach, valve alignment was unable to be performed. During withdrawal of the devices difficulty was encountered, therefore the system was surgically removed in the or. During surgical removal of the complete system, the valve including the balloon were separated from the rest of the system by cutting after complete removal of the wire. The esheath was removed and the puncture site closed with the 2 closure devices without any issues. The following night at the upper part of the aortotomy suture was bleeding, an infrarenal stentgraft was implanted via the left femoral artery with an excellent result. No further bleeding, normal aortic lumen, normal perfusion. The patient left the hospital on pod 9 in very good condition. The plan is to implant a tavi in later via a transapical approach. As per medical opinion, the root cause of the event was that the valve could not be aligned. Additional clarification was received. As reported a 29mm sapien 3 case, in aortic position by transfemoral approach. During procedure, difficulties were found to bring the commander system to the amplatzer extra stiff wire due to the distinctly curved anatomy, which was finally overcome with troubleshooting maneuvers. The entire system was positioned in the uppermost descending aorta. However, valve alignment was difficult. Despite the most varied efforts, loading the valve onto the balloon was not possible, and the balloon could not be repositioned distally. The valve was positioned in the thoracic descending aorta in order to implant it there via angiography. The pusher was withdrawn and the balloon did not fully inflate, so that the valve was only slightly open distally. The decision to surgically remove the valve and the delivery system by means of a vascular surgery (aortotomy) was decided upon.

Manufacturer narrative:
Per engineer's evaluation, some cuts were made in the delivery system. Per information received, it was not possible to determine how many incisions were made. During the surgery, the incisions were made in the patient's body, so it was not possible to determine the exact sites of the cuts on the ds. The device 29mm commander delivery system was returned to edwards lifesciences after used in procedure. It was in partial fine adjust used with no flex and locked. 3/4" length of flex shaft cut including flex tip. Inflation balloon with crimped valve, nose tip and guide wire cut on the crimp balloon. The returned devices were visually inspected evaluated. Valve alignment difficulty was confirmed based on flex tip gouges observed. There was bunching of inflation balloon was observed at distal end of valve. Flex shaft compression was observed 3'' from where flex tip would be. The crimp balloon had several damages and was separated. The esheath liner was fully expanded; tip opened as designed with some minor damages. Valve alignment functional testing was performed (without balloon) successfully with no issues with gross alignment, fine adjust, lock/unlock. However, due to the condition of the returned device (balloon cut), no further functional testing can be performed at this time. Complaint confirmed based on visual inspection. Due to the condition of the returned device, no applicable dimensional testing to be performed at this time. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. Material separation occurring during valve alignment, resulting in an inability to inflate the balloon and deploy the valve requiring device retrieval/replacement is an issue that has been previously identified and investigated in a product risk assessment (pra). Additionally, lots undergo product verification testing as a requirement prior to lot release. A sample set of finished devices are selected for product verification testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Imaging provided from the field was evaluated. Valve diving was present and was digging into the flex tip. Flex shaft and valve shown under compression. Partially expanded valve on distal end was seen. Marker bands moving relative to valve indicates a tear in balloon. The IFU for commander delivery system with s3 valve, device preparation manual, and device training manual instructions were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for were confirmed based on visual inspection and imaging evaluation. However, a manufacturing nonconformance was not confirmed. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a pra. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Per the complaint description, patient anatomy had kinks along the aorta and ''distinctly curved course at diaphragm height'' indicating that a tortuous anatomy. Performing valve alignment in a non-straight section of the vasculature can cause the valve to ''dive'' into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen, as evidenced in images. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and the reported gross alignment and fine adjustment difficulties reported. Furthermore, high alignment forces can potentially weaken the crimp balloon and cause tension to the system, as evidenced by flex tip gouges in figure 3 and compression in figure 8. As a result of the reported alignment difficulties, it is possible excessive manipulation may have been used during thv alignment causing balloon material to bunch and tear, as evidenced in figure 4 and figure 9. Due to the high alignment forces, the balloon and thv profiles may have been altered leading to the withdrawal difficulties noted. Per the training manual, ''if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary.'' A definite root cause was unable to be determined at this time. However, available information suggests patient (tortuosity) and procedural factors (valve alignment performed in a non-straight section / withdrawal of torn balloon / withdrawal of crimped valve / excessive manipulation) contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. However, per management discretion, the balloon torn issue and its associated risks have previously been assessed and documented in a pra. A CAPA was previously initiated to address this failure mode.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the placement of the 29mm sapien 3 valve, in aortic position by transfemoral approach, valve alignment was unable to be performed. During withdrawal of the devices difficulty was encountered, therefore the system was surgically removed in the or. During surgical removal of the complete system, the valve including the balloon were separated from the rest of the system by cutting after complete removal of the wire. The esheath was removed and the puncture site closed with the 2 closure devices without any issues. The following night at the upper part of the aortotomy suture was bleeding, an infrarenal stentgraft was implanted via the left femoral artery with an excellent result. No further bleeding, normal aortic lumen, normal perfusion. The patient left the hospital on pod 9 in very good condition. The plan is to implant a tavi in later via a transapical approach. As per medical opinion, the root cause of the event was that the valve could not be aligned.